Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's neighbor contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) briefly spoke with the patient's neighbor on (B)(6) 2011; however, the patient's neighbor recommended mss contact the patient for follow-up questions. The mss contacted the patient; however, the patient was unwilling to provide additional information. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's neighbor alleged that the issue began in (B)(6) 2010 (date/time not specified). It is not known what medication, if any, the patient takes to manage her diabetes, it is not known how often the patient tests her blood glucose, and it is also not known if the patient tested her blood glucose with a secondary device after the alleged issue began. The patient's neighbor denied the patient took any action in response to the alleged power issue. The patient's neighbor also denied the patient developed any symptoms as a result of the reported issue. On an unknown date/time, the patient's blood glucose was reportedly tested with the emergency medical service's (ems) meter; the patient blood glucose result is, however, not known. On an unknown date/time, the patient allegedly went to the emergency room (ER); the reason for the ER visit is not specified. During the patient's time in the ER, the patient's neighbor stated the patient was administered food and/or drink by a health care professional (hcp). It is not known when the patient was released from the ER. At the time of troubleshooting, the csr noted the subject meter's battery did not need to be replaced per owner's booklet recommendation. The csr noted the patient's neighbor did not have the patient's test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's neighbor claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.